Manufacturer narrative:
Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 64 mg/dl. The customer stated reservoir chamber lip was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.